Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported, per the patient, that the frequency and intensity changed dramatically on its own. The frequency went down and the intensity up. The patient stated the device did the same thing 12 times between mid-december and late february so the ins has been turned off since that. It was unknown what factors may have led to the issue. Diagnostics/troubleshooting performed included programming and an impedance check but it was unknown what interventions were taken to resolve the issue. The issue was not resolved at the time of the report, it was unknown if surgical intervention was planned but it was noted that the patient wanted to have new a ins. It was later reported that the device was turned off over a month and now on again with very small output. No problems at the moment, but stimulation does not help. It was noted that that patient asked for an a newer model ins battery and according to the nurse, this was the wrong decision for the patient.